Event description:
The customer reported that the lh500 hematology analyzer generated erroneously low cbc (complete blood count) results on initial draw and on redraw of one patient, e.g. Hemoglobin result was 0.4 g/dl. The samples were processed on the instrument in automatic mode. The test results were accompanied by instrument-generated messages including partial aspiration flags. The erroneous test result were reported out of the laboratory. Upon running the redraw in manual mode, the patient results recovered higher results (e.g. Hemoglobin of 3.1 g/dl) as compared to the test results when the sample was processed in automatic mode. There were no partial aspiration flags on the test results when the sample was processed in manual mode. Corrected test results were subsequently issued. The patient was transfused two units of blood due to the erroneous results; however, per the customer, the patient would have needed a transfusion even with the higher, corrected results. Per the customer the blood for transfusion was released from the blood bank at 12:15 pm. The patient was transfused in the emergency room and subsequently transferred to a cancer center. Per conversation with the customer, the patient recovered a hemoglobin result of 4.8 g/dl after receiving the two units of blood.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009 a field service engineer (fse) visited the site to assess the instrument. He cleaned the blood sample valve and ran reproducibility samples with satisfactory results. He verified mode to mode and parameters were within specifications. Service was verified per established procedures. Results meet published performance specifications. The fse discussed mode-to-mode operations with the customer. The root cause is unknown but likely to be sample related. The lh500 instrument generated appropriate flags that alerted the operator to further review before reporting out test results. Additionally, as per beckman coulter inc labeling, when a sample gives the partial aspiration error the operator should: ensure the specimen tube has a sufficient amount of whole blood. Rerun the specimen in the automatic mode. If this error recurs, rerun that specimen in the manual mode.